Event description:
Customer reported needing assistance programming the insulin pump and stated that their blood glucose readings were 494 mg/dl due to not taking insulin. Customer mentioned not being on the insulin pump for a few days. It was noted that the customer treated with humalog while on the call. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.